Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01747). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device prematurely reached eri. Review of the session record noted a sudden decrease in battery voltage reaching eri within 2 months. The device was explanted and replaced.